Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in low blood glucose levels. The patient had performed an insulin bolus correction and he felt that his vision was blurred and his blood glucose level was 60 mg/dl. The patient corrected it with 200ml of normal soda. At 02h00, his blood glucose result was 125 mg/dl and 2 hours after he obtained a new test result of 240 mg/dl.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.